Event description:
Affiliate reported that a year and a half ago, the device was implanted. Setting pressure was unknown. In (B)(6) 2012, it was noted that the silicone housing was broken and the inlet valve and siphon guard came off, also the inlet connector was broken. As a result the device was removed. It was also noted that the device was discarded in the hospital.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.